Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to implant placement issue. The patient required to wear a hard hat during working and wanted the implant to be placed lower on his head. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.